Event description:
Facility paramedics were attempting to monitor a patient complaining of chest pain. The device was connected to the patient through a 4-wire ECG cable. Reportedly, the device would not recognize that a ECG cable was attached and the patient could not be monitored as a result. The patient was transported to the hospital. The crew stated that the reported failure did not impact patient outcome.